Event description:
The suspect generator was returned to the manufacturer. Product analysis has not been completed to date.

Event description:
Generator analysis was completed for the suspect generator. The pulse generator diagnostics were as expected for the programmed parameters. Bottom of set screws show light indentions from test resistor or lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.958 volts as measured, shows an intensified follow-up indicator (ifi=no) condition. The data in the diagaccum consumed memory locations revealed that 1.290% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Patient presented to vns replacement surgery. In the operating room, the newly implanted generator indicated high lead impedance. The lead pins were re-inserted, it was confirmed that the positive lead and negative lead were correctly implanted, and the lead pins and generator port was flushed with saline. A test resistor was not available to check generator diagnostics. The high lead impedance did not resolve. The old generator was then reconnected and indicated normal lead impedance. A back-up generator was then implanted into the patient and the high lead impedance was resolved after performing system diagnostics. The suspect generator has not been received by the manufacturer to date.